Event description:
It was reported patient has an infection in left knee and is due to have a revision on (B)(6) 2014.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.